Event description:
An altitude alarm was reported by the customer, but they declined to provide their blood glucose level at the time of the event. There was no adverse impact to the customer's blood glucose level. The issue had not been reported previously with the same pump, and the customer's insulin was not suspended due to the alarm. Customer support provided tips to prevent future altitude alarms, which the customer acknowledged. The corrective action involved replacing the cartridge, and the pump resumed normal operation.